Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have caused a pericardial effusion, which the patient was hospitalized for. No further information has been provided at this time. No additional adverse patient effects were reported. A good faith effort has been submitted to the field to obtain additional information (outcome)to this event. Additional information: despite several attempts to obtain additional information regarding the patient, and device status, no response was received.